Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 80971001 and the expiration date is 30-sep-2025. The calcium gen.2 reagent lot number is 80301501 and the expiration date is 31-aug-2025. A field service engineer (fse) determined that a probe was bent out of alignment. The fse replaced the probe and verified the instrument by having the customer perform a qc check, it passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 and glucose hk gen.3 results from the cobas c 503 analytical unit. The initial calcium result was 0.9 mg/dl, and the repeat result was 9.7 mg/dl. The initial glucose result was 10.5 mg/dl, and the repeat result was 159 mg/dl. The questionable results were not reported outside of the lab and were repeated because they were very low. There was a data flag notifying that the measurement was below the reference range. The repeat results were deemed to be correct.